Event description:
A report was received that prior to use, the connection elbow to the catheter was not bonded. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.